Manufacturer narrative:
Additional manufacturer narrative/corrected data - please see attached source literature article. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following article was presented on the conference ¿ ¿(B)(6) on 23-24 august, 2017. Atsubumi murakami et al, ¿a case of dic and ischemia of the intestine after ever for ruptured abdominal aortic aneurysm¿. On (B)(6) 2016, this patient presented with cold sweat and low blood pressure. Computed tomography (CT) revealed a ruptured abdominal aortic aneurysm. The patient underwent an endovascular repair using gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient therefore underwent an emergency procedure. After inserting an 18fr sheath, a trunk-ipsilateral leg component and contralateral leg components were deployed. Bilateral internal iliac arteries were intentionally covered. An aortic extender component was deployed. Final angiography showed no endoleaks. The patient tolerated the procedure. After the procedure, the patient suffered dic and ischemia of the intestine. The physician concluded that the cause of dic and ischemia of the intestine was due to following two reasons. There was a significant amount of time between the patient presenting to the hospital to the time the procedure to repair the ruptured aaa began. This resulted in a large hematoma near the aneurysm which applied compression to liver. The ischemia of the intestine was due to coverage of bilateral internal iliac arteries and inferior mesenteric artery by the endoprostheses. On (B)(6) date unknown, 2017, the patient was discharged from the hospital after treatment with medication and rehabilitative therapy.